Event description:
It was reported to philips that system did not start up. The device was outside the clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-012-c, which addresses the causes associated with the reported malfunction.

Manufacturer narrative:
Philips has investigated this complaint. A philips remote service engineer (rse) checked the system remotely and confirmed that the system did not start up correctly and the customer had to restart the device multiple times to resolve the issue. The rse analysed the log file and found an issue with the flexvision pc and advised the customer to leave the system on as long as possible for the onsite service. The philips field service engineer (fse) inspected the system onsite and confirmed that there was an issue with the flexvision pc. Due to manufacturing issues, the dimm (dual in-line memory module) may not function as intended, leading to issues with the system's nehalem pc which is used for host pc, ip-pc and the flexvision pc. If one of these pcs break down, the system stops functioning and no imaging is possible. Philips has initiated a medical device correction (z-1156-2024). The fse replaced the flexvision pc. The cause of the flexvision pc failure could not be conclusively determined by the supplier's part analysis, however the replacement of the flexvision pc by the field service engineer has resolved the reported issue. After replacement, the system was returned to use in good working order.